Manufacturer narrative:
Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a cortical strut graft procedure, it was observed that the saw attachment device, while cutting a femoral head, came apart into two pieces. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was available in order to complete the procedure with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was received in pieces and needed a new pin. It was further observed that device had corroded needle sleeves, corrosion on internal parts and worn bearings and seals. Therefore, the reported condition was confirmed. It was determined that the corroded needle sleeves, corroded internal parts and worn bearings/seals were due to improper cleaning and loctite degradation from wear. It was determined that the assignable root cause for pin was due to incorrect material/specification, and incorrect manufacturing method/process. This issue has been escalated to a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: the date device returned to manufacturer was documented as february 2, 2018 in the previous report. Upon complaint review, it was determined that the device was returned on february 27, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.